Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to the date in d9 is being made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, oil in the air compressor which was used to dry the inside of channel entered the channel and caused the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of foreign material (oily substance) in the channel was confirmed. Scratches were noted on switch #1, insertion tube and the scope¿s plastic cover. The scope¿s angulation was found low. Play was noted with the movement of the control knob (ud). Peeling of the cement was found on both the objective and light guide lens. The bending section rubber glue was found cracked. "Investigation activities have been opened to manage the actions related to this report and any required MDR reporting." If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that an oily substance came out of the tip of the scope. The customer was using their own air compressor that had oil which penetrated the lumens of the scope while it was hanging in the storage cabinet. There was no patient involvement.